Manufacturer narrative:
The shuttle of a mynxgrip vascular closure device (vcd), was unable to be advanced through the sheath. The device and sheath were removed. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a coronary procedure. The user did not shuttle down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The sheath was not kinked or bent. Manual pressure for 30 minutes or less was applied to the femoral access site. The patient's hospitalization was not extended. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f and an 8f non-cordis procedural sheath were returned. Per visual analysis the shuttle was disengaged from the black handle. The advancer tube and the sealant remained inside of the shuttle cartridge. The syringe was attached to the device. The catheter and the shuttle were inspected for anomalies that may have obstructed the device path during the shuttle down step. No anomalies were observed. Per functional analysis the shuttle down procedure was performed by manually inserting the device into the 8f non-cordis procedural sheath¿s hub. The catheter was advanced through the returned 8f non-cordis sheath¿s lumen without issue. However, once the shuttle cartridge¿s distal tip was inserted and advanced into the sheath¿s hub approximately 27 mm, the shuttle was unable to be advanced through the sheath any further. Then the returned device was inserted in to a 6f procedural sheath (lab sample) and the shuttle was able to be advanced through the 6f procedural sheath with no resistance felt. The results found that the 8f non-cordis procedural sheath was not compatible with the returned mynx device. A product history record (phr) review of lot f1725101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle shuttle advancement issue¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. No anomalies were found on the returned mynxgrip. The device performed as intended per the mynxgrip instructions for use (IFU). However, the investigation found that the returned 8f non-cordis procedural sheath was not compatible with the returned mynxgrip 6f/7f. It is possible that the 8f non-cordis procedural sheath was defective which had obstructed the device path during the shuttle down step. In addition, the investigation also found an incorrectly following the mynx instructions for use (IFU). The mynxgrip IFU, procedure preparation step, states that when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm and do not use the mynxgrip 6f/7f device to close access sites where an 8f or larger procedural sheath was used. Failure to follow the step may result in a failure to achieve hemostasis during the procedure. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that the shuttle of a mynxgrip vascular closure device (vcd), was unable to be advanced through the sheath. The device and sheath were removed. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a coronary procedure. The user did not shuttle down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The sheath was not kinked or bent. Manual pressure for 30 minutes or less was applied to the femoral access site. The patient's hospitalization was not extended. The vcd will be returned for analysis.